Manufacturer narrative:
(B)(4). Returned meter evaluated with no defects found. Most likely underlying root cause is user's test strip had poor storage.

Event description:
Customer complains of "lo" results. Customer states that he feels well and requires no medical attention. The customer's expected blood results are 120-160mg/dl fasting. Verified the strips expired 5/28/2018. Customer confirms the strips have been stored in the kitchen and were first opened (B)(6) 2015. Reviewed meter memory: 1:lo (B)(6) 2015 11:01:00 pm fasting:yes. 2:165mg/dl (B)(6) 2015 08:55:00 am fasting:no. 3:338mg/dl (B)(6) 2015 07:33:00 pm fasting:no. 4:47 mg/dl (B)(6) 2015 12:35:00 pm fasting:no. 5:177mg/dl (B)(6) 2015 09:27:00 am fasting:no. Memory concerns:customer is concern with lo blood result that he got on (B)(6) 2015 at 4:55pm. Customer calling states that his meter is giving a lo blood result. Customer then states that he went to his dr. 30 mins later and they run a blood test and the results were in the 200s. Customer states that his dr. Gave him another trueresults meter and he got home and run a test strips with the new strips ((B)(4)) and got lo blood result again. Customer does not have any more strips for the first meter. Customer states that his normal glucose results are 120/160mg/dl and he test 3-4 times a day. Check memory and the time and date is not set correctly. Adverse event not reported.